Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer ring. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the user time date change listed in the pump history file. (B)(6) 2021 ,11:33:46.000 , usertimedatechange: eventtype = 3, sourceid = pump (ngp is in open loop state), historyrecordlength = 19, oldsystemtime = (B)(6) 2021, 11:33:46.000, newsystemtime = (B)(6) 2022, 10:36:47.000. Unable to list the daily total of all insulin delivered on the event date (B)(6) 2022 and the 7 days prior to that date due to no data available. There was no data listed on the event date (B)(6) 2022 in the pump history file (please see the usertimedatechange above). Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date (B)(6) 2022 due to no data available (please see the usertimedatechange above). Unable to perform the history review 1 week prior to the event date (B)(6) 2022 in the pump history file due to no data available. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away. The date of death and cause were not reported. Troubleshooting was not performed, and it was unclear if the insulin pump system was used within 48 hours of the fatality. The product will be returned for analysis. Product analysis was completed and found physical damage to the pump.